Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was resistance when passing the solitaire through the proximal part of the microcatheter and was unable to be delivered. After the product was collected and contrast radiography performed, the procedure was completed because it had reopened, possibly due to t-pa. There was no large damage with the solitaire. After collection, it was flushed and there were no problems with the use of trevo, so it was reported there might have been a waste or a thrombus, etc. The patient did not experience any health damage. The devices were prepared according to the instructions for use (IFU). The patient was undergoing treatment for an ischemic cerebral infarction located in the m1 segment. The patient was treated with tpa. No passes were made with the solitaire. The patient's vessel tortuosity was moderate. The stroke onset to reperfusion time was 180 minutes. Ancillary devices include a trak21 catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that it was not possible to determine any solitaire abnormalities or damage at a glance due to the urgency of the stroke situation.